Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (40911a1107) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. Therefore, the clip was removed and replaced. To treat the damage, an xtw clip was inserted and successfully deployed. To further reduce mr, an additional xtw clip (40827a2085) was inserted and grasping was performed. While grasping, it was observed the anterior gripper would not lower. Troubleshooting was performed and the anterior gripper was able to lower. It was noted the gripper was able to lower when the clip was locked. Grasping was again performed, but this time, the posterior gripper would not lower. Troubleshooting was again performed. Again, the posterior gripper would functional properly when the clip was locked. Therefore, grasping was performed, and the clip was locked. Both grippers were able to lower, and the clip was deployed without further issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.